Manufacturer narrative:
(B)(4). Only event year known: 2020. Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported, post-op bleeding (oozing) was observed eight hours after the operation. Elective case: no comorbidities or use of anticoagulants. Surgeon confirmed that he had followed IFU while using the device (iie. Waited for 15-30 seconds prior to firing, adjusted staple height according to tissue thickness; returned adjustable knot properly.) He is perfectly aware that leaks are multifactorial. It would be deceptive to say device related.

Manufacturer narrative:
(B)(4). Date sent: 11/17/2020 additional information was requested, and the following was received: what were the indications for surgery? Colon rectum what surgical procedure was performed? Unknown does the surgeon believe there was an alleged deficiency of the cdh31p device that caused or contributed to the post-op bleeding? If so, why? No did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? No what healthcare professional fired the device and what is his/her experience with the device? Yes, 1 year of experience where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unknown did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes were there any issues with device use/firing? No what confirmation was received that the device completed the firing sequence? Illuminated green check mark was the green checkmark visible at the end of the firing? Yes how many counter-clockwise revolutions of the adjusting knob were used to open the device? 2 complete revolutions was there any difficulty removing the device? No was a complete transection of the white breakaway washer visually confirmed? Unknown were the donuts inspected? If so, please describe. Yes were there any issues noted with staple formation? If so, please describe the shape and location. No how was the post-op bleeding identified? The bleeding was identified after 8 h from surgery. What was the total estimated blood loss (ml)? Unknown was a transfusion required? No how was the bleeding addressed? At the drain what was the pre and postoperative anti-coagulant and pain management protocol? Unknown was the bleeding intraluminal or extraluminal? Unknown what is the current patient status? Healthy